Event description:
The complainant reported a battery failure, the customer was sent a loaner device. No reported patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the incorrect battery level was not determined but could be due to a glitch in pbm communication. This report is being filed as part of a retrospective review of historical records.